Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. There were no relevant contributing factors identified for this investigation. A review for complaints reported against this lot number was performed. There were no relevant complaints found as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A laser probe was returned for testing on this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot was performed. There were no relevant contributing factors identified. A review for complaints reported against this lot was performed. No similar complaints were reported for the product lot under investigation with a similar event code. The laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and had resistance. A visual assessment under a microscope was performed and revealed excess adhesive. The root cause of the reported event is attributed to excess adhesive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery an ophthalmic laser probe could not enter the trocar. The surgery was completed after replacing it with other product. No patient harm was not reported.